Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clog could not be determined. What the material is could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found the complaint was confirmed and the auxiliary water channel was clogged by foreign material. The type of foreign material could not be specified, and the foreign material could not be removed, since it was deep inside of the channel. In addition, service found the insertion section was deteriorated and had creases, the objective lens was worn, the switch was deteriorated, and the light guide tube was deteriorated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the auxiliary water channel of the evis lucera gastrointestinal videoscope was clogged. The issue was found during inspection of the device, prior to use in a gastroscopy procedure. The intended procedure was completed with another scope. There was no delay in the procedure. There was no reported patient harm or impact due to this event.